Event description:
Same case as: 6000093-2006-02002, 6000089-2006-02332. During the investigation of the 3.50x32 mm taxus express2 drug eluting stent, the distal section of the catheter had a guide wire engaged in the lumen. Upon further investigation, the guide wire was identified as an iq guide wire. Visual and microscopic examination of the exposed section of the guide wire revealed areas where the coating had peeled off the shaft. The guide wire damage contributed to the distal shaft section locking up on the guide wire. Further investigation is occurring.